Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v (x6), medtronic endeavor. Unique device identifier (UDI): in the absence of reported part and lot#, the UDI can not be provided. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of angina, death, atrial tachycardia, bradycardia, and myocardial infarction are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient on (B)(6) 2010 had an electrocardiogram performed due to st depression noted and the patient started taking clopidogrel. On (B)(6) 2010, the patient was treated with seven xience v stents and one non-abbott stent were implanted, two in the mid left anterior descending (mlad) coronary artery, three in the proximal right coronary artery (rca) and three in the atrioventricular artery (av). On (B)(6) 2010, the patient was in the hospital due to sheehans syndrome and had chest tightness which underwent diagnostic coronary angiography and another intervention. Even after this intervention, the patient still had tachycardia and bradycardia, and suffered sinus arrest for 5-6sec. Therefore, on (B)(6) 2010, a permanent pacemaker was implanted. On (B)(6) 2010, the patient was discharged. The patient had been compliant with dapt. On (B)(6) 2015, the patient expired from a myocardial infarction. There was no additional information provided.